Event description:
It was reported that this right atrial (ra) lead exhibited elevated threshold, and a dislodgement showed on x-ray. The physician attempted to reposition the lead but was unable to get the lead to fixate properly. The lead was explanted and a new lead with the same model was implanted. No additional adverse patient effects were reported.